Manufacturer narrative:
A manufacturing record review was performed and met specifications. As the lens remains implanted, we are unable to definitively determine the cause of this event. Patient outcome is unknown at this time. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Patient reported in an email to the manufacturer that she received a multifocal intraocular lens implant in her left eye on (B)(6) 2010. She noticed that her intermediate vision was not clearing up and notified her surgeon. He stated it could take up to a year for her vision to settle in. In late (B)(6) 2011, she returned to the surgeon for follow-up. He informed her that her distance vision was perfect and her near vision one line better than perfect. She states her intermediate vision is still not clear and reading is uncomfortable. She is complaining of eye strain, headaches and a burning sensation in her eyes. In follow-up with the patient's surgeon, he stated the patient returned for an examination on (B)(6) 2011 and told him her visual acuity had decreased over the past month. A yag laser procedure was performed on both eyes. Patient returned on (B)(6) 2011, visual acuity in the left eye was 20/20, near visual acuity j 1+. Patient stated she had blurry intermediate and reading visual acuity in both eyes. Visual exam showed the intraocular lens is well centered and both eyes are healthy. The intraocular lens remains implanted.